Event description:
Pt had an appointment to have their pacemaker check-up in 2002 at 1:00. Family member went to pick pt up at 12:20 p.m. And found pt on the floor. Emt's were called and found that the pacemaker was not working. Pt was taken to the emergency room where the dr pronounced pt dead and confirmed that the pacemaker was not working. Their last appointment for the pacemaker check-up was in november. Everything at that time checked out fine.